Event description:
A malfunction was reported on a pump, with no notable events occurring prior. The customer¿s blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact. Tandem technical support resolved the issue by advising the caller to use multiple daily injections as backup therapy and shipped a replacement pump with updated software.